Event description:
It was reported that during one internal carotid artery (ica) aneurysm. After the subject stent was delivered to the target position and while retracting the microcatheter to deploy the stent, resistance occurred. The physician slowly retracted the microcatheter and found that the tip of the subject stent delivery system broke during the process. The broken part was retrieved using an endovascular retrieval device. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.